Event description:
According to the patient's peritoneal dialysis (pd) clinic manager, the patient complained of severe abdominal pain and diarrhea on (B)(6) 2014, went to the clinic the same day, and was diagnosed with peritonitis. The patient reported that he had touch-contaminated within a couple of days prior, by disconnecting himself without realizing it during sleep while performing treatment on the cycler. He then completed the treatment via manual exchanges. He was treated with intraperitoneal (ip) gentamicin and vancomycin and did not require hospitalization. The patient is doing well now.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. An investigation of the device manufacturing records was conducted, and no deviations or non-conformances during the manufacturing process were noted. The batch record review confirmed the labeling, material, and process controls were within specification. Medical records were provided and related information is included in this report. A clinical review of the medical records is in progress, and a supplemental report will be submitted upon completion.